Event description:
A 28-y/o female admitted on 1/23/97 with end stage aids, chronic diarrhea x one month, and acute pacreatitis. On 1/31/97, pt developed seizure activity. A CT scan of the brain revealed a frontal lobe mass. On 2/3/97, pt coded following seizure activity. During resuscitation, the staff had to utilize 2 different monitors/defibrillators and 2 different monitors/defibrillators and 2 different pacing devices. First monitor/defibrillator used to attempt to pace pt secondary to bradycardia. The pacemaker revealed no pacing output. A second unit was brought in. The unit read "pacing output low." There was not enough output to capture. A third set of equipment was utilized and pacing was achieved, however, the pt expired after a one hr code.